Manufacturer narrative:
The harmonic ace has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. The instrument was found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of harmonic ace instrument broke. Backup instrument of different kind was used. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the broken part of tip did not completely detach from the instrument. The instrument was inspected prior to use with no noted damage. Dissecting was being performed when the issue occurred. The instrument was in use prior to the issue for about 30 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. There was no report of any collision.